Manufacturer narrative:
The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the upper and lower lips and nasolabial folds with 1 ml of juvéderm® volift® with lidocaine. 5 weeks later, 3 foci of compaction appeared in the upper and lower lips and the nasolabial on the right, accompanied by pain on palpation and a sensation of a foreign body in the patient. There are no external manifestations. Left side without symptoms. The event was reported as possibly device related. The event caused damage. The doctor gave the patient nimesil®. The symptoms have not resolved.